Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No blade was returned with the dermatome or pictures provided; visual and dimensional evaluations could not be performed. D4: the customer was not certain of the lot number and stated the lot number was 1 of 3 different lots. All three lots fall within the scope of zfa 2023-00208. Lot: 65647382. Lot: 65952858. Lot: 65952857. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350 - 2023 - 00574 - 1.

Event description:
It was reported that the device was not cutting properly; it was cutting in thin strips instead of sheets of skin. Part of the graft was used. The procedure was completed with another device. There was no report of harm or injury to the patient and no report of a delay. No adverse event reported. Due diligence is complete. No additional information is available.